Manufacturer narrative:
Additional information: section b describe event or problem and section h manufacturer narrative. Correction: section h imdrf annex codes. The report that the auxiliary station did not power on was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the drawer: auxiliary drawer 7.2 drawer controller board failed. Replaced drawer controller. Replaced damaged pyxibus cable. Visual inspection of the drawer controller board observed no issue; however, electrical .measurement of the board noted a failed board. Visual inspection of the pyxibus cable observed burn and cut/scrape markings along three areas on the cable; wires were exposed along the burn areas. Testing confirmed exposed wires along the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a pyxis machine not powering on. The customer reported there was a delay in dispensing medications to the patient. As per part investigation, it was determined that there was thermal damage observed on the pyxibus cables. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 7.2 drawer board failed. A field service engineer replaced the drawer board, inspected the components, and reseated all cable connections. During the inspection, a damaged bus cable was identified. Replaced the damaged bus cable to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a pyxis machine not powering on. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.